Event description:
The psa kit from dpc - diagnostic products corp- was not able to pick up low end psa results. This is a problem for urologist trying to decide if prostate cancer has recurred in radical prostatectomies. This info may also affect if further treatments will be given to the pt, such as radiation or androgen deprivation therapy. The co seems unaware of the problem and rptr doesn't believe they grasp the seriousness of this problem, as it only affects a small population of pts. They have not given rptr an alternative to resolve this issue nor a timeline when they can expect a resolution to this event. This has caused undue stress for these cancer pts as well the clinical staff that provides follow-up care.